Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent percutaneous endoscopic gastrostomy (peg) tube placement and was hospitalized for initial duodopa dose adjustment. After an unspecified number of days, report received indicating the stoma site was purulent, inflamed and painful. The patient had elevated c- reactive protein (crp) value. On (B)(6) 2016, the patient was started on antibiotic unacid for 5 days to treat the stoma.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.